Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflex rx delivery system was to be implanted to treat cancer during a stent placement procedure performed on (B)(6) 2025. During the procedure, the prosthesis of the applicator of the advanix biliary device broke. Another of the same device was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Block h11: the naviflex delivery system was received for analysis. Visual examination of the returned device found the guide catheter was detached. Destructive test was performed, and it was observed that the device hypotube from the pull wire was not assembled correctly into the black guide catheter. A media inspection was performed, and labeled information can be observed, and the device was in a plastic bag. No other damages were noted to the delivery system. Product analysis confirmed the reported event of catheter guide break. The investigation concluded that the reported event was likely due to a quality control deficiency as it was found that the pull wire was not assembled deep enough into the black guide catheter. Boston scientific initiated a non-conforming events prevention (ncep) investigation in june 2024 to further evaluate "catheter guide break" events where the hypotube was not properly bonded to the inside of the guide catheter. The investigation found the guide catheter can slip within the grippers during the bonding cycle after the foot pedal is pushed to begin the cycle. If this is not identified during visual inspection by the operator, this can cause an insufficient bond between hypotube and guide catheter. An immediate action was taken to add a magnification tool to the manufacturing process to improve operator visualization of the bond during the required inspection, and all operators were reminded of the correct method for bond inspections. Although the advanix biliary stent with naviflex rx delivery system continues to perform within anticipated product performance expectations, boston scientific initiated a corrective and preventive action (CAPA) investigation to further investigate whether any additional corrective actions are warranted.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflex rx delivery system was to be implanted to treat cancer during a stent placement procedure performed on (B)(6) 2025. During the procedure, the prosthesis of the applicator of the advanix biliary device broke. Another of the same device was used to complete the procedure. There were no patient complications reported as a result of this event.